Event description:
A representative reported that the actual residual volume exceeded the expected residual volume. The pump was implanted on (B)(6) 2013. The patient reported at their last two refills, their healthcare provider (hcp) was having unusual amounts of volume, ¿like 10-15 ccs extra¿. They did not have access to the information on refills and could not provide specific values for volumes. The hcp decided to replace the entire system on (B)(6) 2013. The hcp felt even though they could not aspirate from the catheter access port (cap) there was still ¿way too much of a volume discrepancy and felt there was no way a kink or occlusion could cause such a large discrepancy¿. The representative confirmed they checked the logs before the revision and reported there was nothing remarkable. There were no motor stalls. They stated the patient did not report any alarms or withdrawal symptoms either; just volume discrepancies. The representative stated that there was probably nothing wrong with the pump given the logs and the condition the catheter was in once they saw it when they were revising the system. They stated that the patient had an 8780 originally, and stated that when the surgeon op ened the spinal segment area, the catheter near the anchor was completely folded in half. The implanting hcp did not leave a strain relief loop and left the catheter untrimmed. The representative stated that the patient was not very big and reported the first implanter did ¿not do a good job¿. They stated the hcp used an 8785 revision kit and cut off the anchor. The hcp also trimmed the spinal segment and cut off the collet. The hcp then trimmed the proximal segment and reattached the trimmed segments with the pin connector/collet in the 8785. The hcp never removed the distal segment, and they just trimmed it to an appropriate length and reconnected the existing catheter. Once the catheter was connected the hcp aspirated easily. The representative felt it was ¿definitely a catheter problem¿. They stated that they had the hcp flush the cap of the explanted pump and reported it ¿flushed beautifully¿. They again stated the patient was not in withdrawal and thought the patient may have been still in a titration phase to get to a therapeutic dose. The hcp started the patient back on 100 mcg/day on (B)(6) 2013. The medication infused was lioresal.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).